Event description:
It was reported that the user received a third degree burn on their finger when the keys that they were holding touched the terminals on the battery pack that they were also holding in their hand. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the customer was burned after dropping their keys onto the battery terminals. The customer reported to have sustained minor burns due to the incident and not third degree burns as initially reported. The issue was resolved for the customer by replacing the battery due to the battery being damaged during the event.

Event description:
It was reported that the user received a third degree burn on their finger when the keys that they were holding touched the terminals on the battery pack that they were also holding in their hand. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.